Event description:
On 12/19/2006, nellcor puritan bennett received a report of tub/hub separation on a shiley 6dcfs tracheostomy tube. The caller reported that the "inner cannula connection snapped off". The caller reported that the pt had to be re-intubated.

Manufacturer narrative:
Investigation of the complaint is currently in progress.